Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report was not observed during bench handling or defibrillation cycle testing using a test multifunction cable. The device functioned normally throughout evaluation. Based on our testing and findings, no device malfunction was identified. This claim will be closed as no fault found. The device was recertified and returned to the customer. The electrode pads and multifunction cable used were not returned as part of this investigation. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.